Manufacturer narrative:
H3, h6: it was reported that a hip revision surgery was performed. During the revision, the r3 liner and the femoral head were explanted. As of today, the implanted devices, all of which were reportedly involved in this incident, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the head, r3 shell, stem or sleeve. A review of the complaint history for the r3 liner was performed using batch numbers in search of similar recurring reports for the product during its lifetime. A similar complaint has been identified for the r3 liner. However, as the device is no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. A non-conformance was identified for the machining paperwork for the r3 liner. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without the return of the actual products involved or additional information, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that a revision surgery had to be conducted to exchange an r3 42mm ID intl cocr liner 54mm and an unknown femoral head in a bhr to a poly liner and oxinium head due to metallosis. Current patient health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that a revision surgery had to be conducted to exchange an r3 42mm ID intl cocr liner 54mm and an unknown femoral head in a bhr to a poly liner and oxinium head due to unspecified reasons. Current patient health status is unknown.